Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the device had no telemetry. The patient was brought to the ER with a heart rate of 30 bpm and it was determined that the device was not pacing. The device was explanted and replaced. It was noted that the patient had been seen approximately 2 months prior to the event and was told that battery had a minimum of 8 months remaining. No patient complications were reported as a result of this event.